Event description:
There is noise on the rv lead that has resulted in 5 vf episodes in 2009. Impedance, threshold and sensing has not changed since implant. One month later, per rep, programming changes were made to the lead and it currently remains implanted. The physician suspects the pt may have been exposed to electromagnetic radiation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4). We were notified that this lead was explanted but it was not returned. Added the explant date.